Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom issued an rga for the patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported hardware error code on the receiver.